Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Device evaluation: visual analysis of the returned device identified a broken shell, underweight, and white particles. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Patient reported a right side rupture, diagnosed by MRI and ultrasound. The device was explanted.